Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator, product ID: 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v902684, implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had a lower than expected impedance of 519 ohms. One of the patient¿s leads was reportedly removed, but the extension and ins were left intact. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.